Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak and broken lock lever. It was reported that during preparation of the clip delivery system (cds), a leak was noted from the lock lever cap. The cap was removed and it was noted the end of the lock lever had sheared off. The device was not used and replaced with another cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Evaluation summary: all available information was investigated and the reported leak at the lever during preparation could not be replicated in a testing environment due to the returned condition of the device (broken lock lever). The investigation confirmed the reported detachment of device component as the lock lever was returned broken into two pieces. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the leak at the lever appears to be related to the detachment/break of the lock lever. The investigation determined the observed broken lock lever appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.